Event description:
Caller states that he had been receiving readings over 300 mg/dl all day. He states that at 5:00 pm he obtained a reading of 298 mg/dl and took extra diabetic medication. He states he tested an hour later and obtained a reading of 301 mg/dl. He then took his normal daily diabetic medications. An hour later he received a reading of 165 mg/dl, two hours after this a reading of 237 mg/dl, and an hour and a half later 298 mg/dl. He states that he obtained a reading around midnight of 292 mg/dl and took insulin. He also states that he felt cold shortly after taking insulin and went to bed. He states that he compared his device to another device several times. His device reportedly read 310 mg/dl, 259 mg/dl, 314 mg/dl while the other device read 74 mg/dl, 81 mg/dl, 89 mg/dl respectively. No adverse event was reported. No glucose control solutions were reportedly used. Requested return of suspect device and replacement was sent.